Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the gel before using tube."

Manufacturer narrative:
H.6. Investigation: bd received samples and four (4) photos for investigation. The photos were reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. A sample was sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the fm closely resembles the polyester gel and has signatures indicating fatty acid esters. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the gel before using tube."